Manufacturer narrative:
The customer has indicated that the actual complaint sample will not be returned for eval. Therefore, an engineering analysis on the subject device can not be performed. The lot number for the device is currently unk therefore, a review of the device history record cannot be performed. A cine of the procedure revealed no evidence of a separated wire. There are no frames showing a separated wire. The event has not been confirmed. Device discarded - not returned for eval.

Event description:
It has been reported to us that the tip of the guide wire separated and the ribbon wire stretched away from the shaft during the removal of the device from the pt. The physician inserted the guide wire into the pt. The physician inserted a pre-dilatation balloon and dilated the vessel. The physician inserted the stent delivery catheter and placed stent successfully. The physician inserted a second stent delivery catheter for a proximal stent deployment and placed stent. The physician confirmed the results of the stent placement with angiography. The physician pulled the guide wire back and when the guide wire passed the proximal section of the proximal stent, the physician felt resistance, the tip of the guide wire had become stuck on the stent strut. The physician then re-advanced the balloon to near the proximal section of the stent and then advanced the guide wire forward to free the tip from the stent with no issue of resistance. The physician attempted to remove the guide wire and felt resistance and after some minor manipulation back and forth, pulled back on the wire, the wire came back but when it was pulled from the introducer sheath, it was noticed that the ribbon wire had become unraveled (stretched out); however, still attached to the distal tip of the guide wire. The device was removed successfully from the pt. The pt is reported to be fine.